Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
A (B)(6) male underwent evar on (B)(6) 2013. The physician was careful to take as few angios as possible because pt was on verge of needing dialysis with high creatinine levels. Creatinine levels of 2.7 to start procedure. An initial angiogram was taken and the physician did not want to take a second angio after deploying first two stents. On the initial angio, the renal arteries lit up, but there was nephrogram (contrast did not go to the kidneys and light up). The physician landed the endograft and the procedure went smoothly. On final run, the left renal was patent, but right renal was not. The physician tried to cannulate right renal and pull down endograft without success. Based on the initial angio, he did not cover renal artery. Physician agrees that he did not cover renal arteries. The physician believes possibility of clot in renal artery from high act. It was his first time deploying a zenith endograft and the graft was bouncing up and down in the aorta as it was being deployed. Pt is now on dialysis. Family was not upset given that the dialysis was a large possibility after procedure and 100% in 3 months according to physician.